Event description:
It was reported that ¿charger port broken and not stead. Plugged in all day and only goes up 10%¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Event description:
An issue was reported via email indicating that a device was not charging steadily and only increased by 10% despite being plugged in all day. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting assistance, and no further actions were taken.